Manufacturer narrative:
Follow-up #2: date of submission 07/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/22/2015 with the following findings: the pump was returned with a dim display and the letters had red hue. Unrelated to the original complaint, the battery compartment was also cracked.

Manufacturer narrative:
Follow-up # 1 date of submission 06/01/2015 ¿ correction:h10: the initial report inadvertently stated that the pump was not returned.the pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display ws dim, faded, and/or discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.